Manufacturer narrative:
Additional information: e1 reporter address line 1

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery patient was unable to communicate with the ipg. The ipg was put into surgery mode prior to the procedure. Reportedly, electrocautery device was used during the procedure. Manufacturer representative was able to recover the ipg through troubleshooting. Communication with the ipg was established and therapy was confirmed.